Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean section, when suturing uterine muscle, the needle detached from the thread. Another suture was used to resolve the issue in order to complete the case. There was no patient injury.